Event description:
Sorin group received a report that the s3 roller pump would not restart after the clinician had cleared a level alarm during the procedure. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump would not restart after the clinician had cleared a level alarm during the procedure. A sorin service representative could not reproduce the reported problem during the evaluation of the device the flow control displayed an error message. The speed potentiometer was replaced and testing found the pump performed as expected. The speed potentiometer was returned to sorin group USA for evaluation. During evaluation using the voltage meter, voltage loss was found but the reported issue was not confirmed or reproduced. Without the ability to reproduce the reported issue, the root cause could not be determined and no corrective actions could be identified. Sorin group deutschland determined that no further investigation is required, as the problem could not be reproduced and no trend has been identified. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.